Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed for oversensing. An invasive procedure was performed and the physician elected to replace the lead with a new endotak lead.